Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was received on (B)(6) 2020. According to the complainant, upon inspection, it was found that the device package was ripped. There were no patient involvement as reported in this event. A photo of the device was provided, showing that the stent package was torn.